Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net transmission. The review of the transmission displayed non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy due to the oversensing. Programming changes were discussed but not performed. The patient will continue to be monitored remotely. There were no patient consequences.